Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors contributing to a stent break include, but are not limited to, over expansion of the stent, interaction with accessory devices, inadvertent mishandling or anatomy characteristics. Stent dislodgement may be attributed to several factors including, but not limited to, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with patent anatomy, previously implanted stent(s) or accessory devices. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device may have interacted with the heavily calcified and moderately tortuous lesion during advancement, as resistance was noted, causing the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported broken stent, ultimately causing the reported stent dislodgement; however, without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the left anterior descending artery. The 3.0x15mm rx xience skypoint stent delivery system (sds) was advanced into the patient however failed to cross the lesion due to the anatomy. When the sds was removed from the patient it was noted the stent had moved on the balloon and the stent struts were broken and lifted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.